Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from an unspecified location. This issue was discovered after filling but before being used on a patient. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from may 11, 2022 - may 13, 2022. H10: the device was received for evaluation. Visual inspection was performed which observed a tear at the lower right side near front side edge of the bag where a marking was observed. Functional testing was performed which revealed a leak in the affected area. Magnified inspection verified a tear/hole where the leak occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.